Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: sterile part 04.037.957s, lot h637745: manufacturing location: monument. Manufacturing date: may 30, 2018. Expiration date: may 01, 2028. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: a product investigation was completed: the tfna nail was received broken into two pieces with a transverse fracture at the proximal locking hole. No other visual issues were identified with the returned components of the device. The screws were returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that the implants contributed to the complaint condition, and therefore no additional investigation will be performed on the implants. Dimensional inspection showed the relevant dimensions were conforming. The relevant drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is confirmed for the tfna nail as the implant was received broken into two pieces with a transverse fracture at the proximal locking hole. While no definitive root cause could be determined, it is possible that condition was due to early excessive strain by patient and/or unintended forces. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices: tfna screw (part 04.038.210s, lot h494045, quantity 1); locking screw (part 04.005.532, lot l956717, quantity 1); locking screw (part 04.005.532, lot l984896, quantity 1); locking screw (part 04.005.534, lot 1l55301, quantity 1).

Manufacturer narrative:
This report is for one (1) unknown tfna nail. Part#, lot# and UDI # is not available. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for one (1) unknown tfna nail. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that the patient underwent a hardware removal surgery on (B)(6) 2019, due to a broken trochanteric femoral nailing system advanced (tfna) nail. The patient was initially implanted with the tfna system due to an unknown reason on an unknown date. Procedure and patient outcome are unknown. Concomitant devices: tfna helical blade (part unknown, lot unknown, quantity 1); screws (part unknown, lot unknown, quantity unknown). This report is for one (1) unknown tfna nail. This is report 1 of 1 for (B)(4).